Event description:
It was reported that the patient visited the outpatient clinic after losing contact over the past 2-3 years and missed all of their follow-up appointments. The patient mentioned yellow alarms with intermittent beeps since (B)(6) 2024 which the patient silenced the whole course of time. The alarm message was checked, and it displayed a driveline communication fault. It was noted that the patient was on the system controller since 2017 and still has old controller software. To troubleshoot, the controller was switched to the backup controller, but the alarm came back again and persisted. The modular cable was then exchanged to exclude a technical issue with the cable. The connection ports on both sides were also inspected, including the connector pins which appeared to be clean with no wear detected. After the exchange, the alarm did not re-occur. The patient was again introduced into troubleshooting steps for such alarms by the healthcare professional. The patient did well.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline communication fault alarm was confirmed with the returned modular cable (lot # 184410). The returned modular cable did not pass electrical measurements. The modular cable was dissected, and visual inspection confirmed damaged underlying wires approximately 7 and 11 inches from the in-line connector end and approximately 10 inches from the controller connector end. Visual inspection revealed the conductors in the yellow and green wires were confirmed to be damaged and root cause of the reported driveline communication fault alarm. The damaged underlying wire is consistent with data captured in the periodic log file, which captured the reported alarm on (B)(6) 2024 at 20:30:06 and remained thereafter a root cause that led to the damage wires could not be determined. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿ contains a subsection entitled ¿what not to do: driveline and cables¿. This section informs the user not to twist, kink, or bend the driveline and to check the driveline cable for twisting, kinking, or bending which could cause damage to the wires inside, even if external damage is not visible. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the driveline cable. This section also instructs the user to check the driveline daily for signs of damage such as cuts, holes, and tears, and to call the hospital right away if the driveline is damaged. The driveline needs to be cleaned by gently wiping any dirt or grime using a towel with mild dish soap and warm water. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.